Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: air in line alarm x5 air accumulates in the line as a result of off-gassing of tubing causing 'champagne bubbles' as well as the design of the tubing which causes high turbulence, also creating bubbles. Norepinephrine was warmed to room temperature prior to establishing. On high dose norepinephrine. The only reason patient did not arrest each time is that we are using two norepinephrine infusions so that the rate on the working one can be increased. Patient was on as high as 0.78 mcg/kg/min norepinephrine and would have died immediately. 2 infusions is against best practice - related to room for error. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.